Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) results on 36 donor samples since 2010. The account stated the samples were prism (B)(4) repeatedly (B)(6) and did not confirm with (B)(4) nat or other confirmatory testing. No impact to patient management was reported. Specific donor information or testing data was not provided.

Manufacturer narrative:
The evaluation of complaint data for the products did not identify atypical activity. Additionally, review of the device history records for the product did not reveal any issues related to the customer's observations. Finally, review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott prism hcv product are less than the package insert upper 95% confidence intervals. No new performance issues were identified. This evaluation indicates that the product is performing as expected.